Manufacturer narrative:
Concomitant product: addrl1 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced an infection. Redness and purulent drainage was noted at the incision site. The patient was treated with keflex and bactroban. It was later reported the infection had resolved. The implantable pulse generator (ipg) system remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.